Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2009 and mesh was implanted and on (B)(6) 2012 and the advantage fit system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient also underwent excision of vaginal mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with perineoplasty, sacral spinous ligament fixation, posterior colporrhaphy, repair cystocele, paravaginal defect repair due to pop. It was reported that following insertion the patient experienced urinary problems, organ perforation and recurrence. No additional information was provided.